Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on august 29, 2005. Subsequently, it is alleged patient underwent revision procedure on (B)(6) 2011, for an unknown reason. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to elevated metal ion levels, acetabular osteolysis, heterotopic bone formation, and reaction to metal debris. The operative notes indicate that the modular head and taper were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-03335 / 03336 and 01579).